Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the tissue pad was partially separated. Also, the tissue pad was severely worn and partially missing. The tip of the probe had scratches. The probe was not broken. The manufacturing history was reviewed, with no irregularities noted. We could not confirm the state of device before use. Therefore, the exact cause of the user comment could not be determined. This type of errors and the tissue pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). It is inferred that the reported error was probe damage error. Based on the past similar cases, it was known that the probe had scratches when the user output the device contacting with something hard. Furthermore, because the probe was subjected to a load, the error occurred. There is a possibility that esg communication error occurred due to improper connection of the communication cable. The instruction manual of the device has already warned as follows: do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a procedure of upper digestive tract, the subject device was used. After two hours of use, unspecified error occurred. The procedure was completed with another thunderbeat. When the user exchanged it with another thunderbeat, esg communication error occurred. There was no patient injury reported. The user commented that the tip of the subject device was partially missing before use. As a result of evaluation of omsc on may 2, 2017, omsc confirmed that the tissue pad was severely worn and partially separated.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".